Event description:
Reportedly, post repair, the device alarmed approximately 20 seconds after infusing started. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified a motor failure. The motor assembly was replaced with a refurbished part. The circuit boards were inspected, the unit was calibrated, and the case was checked for damage. The alarm, display, force, keypad/knobs, patient side occlusion, plunger position, rate accuracy, self-test/power, and syringe size sensor tests were all ran and tested to OEM specification. The root cause was determined to be the motor failure due to aged parts. It was determined that this was related to the previous repair. This type of event will continue to be monitored.